Event description:
The manufacturer received information alleging a ventilator locked up and displayed "writing in progress" after removing the sd card. The device was not in patient use.

Manufacturer narrative:
Attempts to contact the reporter were unsuccessful and the ventilator was not returned to the manufacturer for evaluation. Therefore, the customer's complaint could not be confirmed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.